Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Chordae tendinae rupture in tvr can occur during the advancement of the guidewire, balloon valvuloplasty catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases, intervention may not be required; however, if the rupture is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (all models). Training includes proper guidewire positioning and careful manipulation of devices. Per the training manuals, after gaining lv access with the 0.035'' soft guidewire, the wire should be jiggled under transesophageal echocardiogram imaging of the mitral valve. An increase in mitral regurgitation suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change the direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The training manual also provides guidance for valve crossing and wire exchange: exchange 0.035'' amplatz extra-stiff wire with the pre shaped distal end in the left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate stenosis on pulmonary branches and a landing zone near pulmonic bifurcation pushed the valve towards the right ventricle during delivery. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in mexico, it was a case of an implant of a 29mm sapien 3 valve in pulmonic conduit position by right vein approach. The patient had bilateral pulmonary artery branch stenosis; however, pressure gradients were not significant. During procedure, a 25 mm sizing balloon was inflated, achieving complete occlusion without evidence of coronary artery compression. Based on these findings, a 29 mm sapien 3 valve was selected for implantation. During valve implantation, instability of the balloon was noted, with displacement toward the right ventricle, resulting in a low deployment position, instead of near pulmonary branches. Although the valve remained within the pulmonary artery, severe paravalvular leak (pvl) was observed. As a result, a valve-in-valve strategy was attempted, aiming for a higher implantation position. After that, the second valve demonstrated similar behavior, and during deployment both valves migrated into the right ventricle, this time it was noticed that the stenosis on the pulmonary branches was responsible for pushing the balloon. Consequently, the balloon was inflated within both valves and successfully retrieved them to the inferior vena cava (ivc), where they were positioned in a stable location above the hepatic veins. Then, the procedure was subsequently suspended. The patient remained hemodynamically stable throughout the entire duration of the procedure. Additionally, the patient subsequently underwent surgery to remove the sapien valves implanted in the inferior vena cava (ivc) and to repair the tricuspid valve, which had been injured at the septal leaflet during thv retrieval. The procedure was intended to include replacement of the tricuspid valve with a biological prosthesis. Unfortunately, the patient did not tolerate the surgical procedure and died after approximately 8 hours of extracorporeal circulation. The perceived root cause of the event was that there was stenosis on pulmonary branches and a landing zone near pulmonic bifurcation pushed the valve towards the right ventricle during delivery.